Manufacturer narrative:
The reported events were helix mechanism issues, failure to capture and insulation twisted. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The helix mechanism was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation twisted was confirmed due to overtorque of the inner coil consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was failing to capture. Upon visual inspection, it was confirmed that the ra lead was dislodged. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was stable throughout the procedure and was discharged post-procedure.

Event description:
New information noted that the helix was also very slow to respond when extending and retracting.